Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit had a gas leakage through hose pipe. The issue occurred during preparation for use for a therapeutic total laparoscopic hysterectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint could not be confirmed. Based on the results of the investigation, a definite root cause that led to the malfunction could not be determined. Olympus will continue to monitor field performance for this device.